Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the eyelet is missing and not returned for investigation; no pictures were provided. The screw and suture are attached to the device. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the eyelet during insertion.

Event description:
It was reported that during a rotator cuff repair surgery the eyelet came off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 24-aug-2023: it was confirmed that all fragments were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.